Event description:
It was reported that the patient was experiencing ineffective therapy due to their right s1 lead having migrated. The issue was confirmed via x-ray. As a result, the patient had the lead explanted and replaced. Effective therapy established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7455660.